Manufacturer narrative:
Consumer discarded product.

Event description:
Consumer alleges humidifier smoked up his daughter's room. There was not a report of personal injury or property damage with this incident.